Event description:
Follow-up eval of pt revealed visual acuity of "hand motion".

Event description:
A doctor reported that a patient experienced elevated intraocular pressure after completing a surgical procedure to repair a macular hole using a gas mixture consisting of 20% perfluoropropane and 80% air. The gas mixture was prepared at the eye care center using a 60cc syringe.